Event description:
The customer stated that the customer's blood glucose was tested using an accucheck meter and the result was 99 mg/dl. The customer's blood glucose was retested using contour and the result was 591 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.